Event description:
Source: (B)(6). Prescription product through (B)(6) person involved (B)(6), my husband did not report the bruising or pain for two days I immediately contacted the manufacture and reported the incident. Product details: sensor was placed approx on (B)(6) 2026 with unusual pain. 2 days later, placement site was significantly bruised. The sensor was removed and blood flowed from injection site. Please note picture-more pics taken for documentation.